Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Spherical reamers from tsa reunion glenoid tray do not stay on angled reamer shaft when trying to ream. They keep falling off. Had backup reamer. No adverse consequences.

Manufacturer narrative:
An event regarding difficulty assembling the tsa reamers to the driver was reported. The event was confirmed. Method & results: device evaluation and results: a functional inspection confirmed the event. The device was easily removed from the reamer driver. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there have been no similar events previously reported for this lot ID. Conclusions: the investigation concluded that the device was not manufactured to specification. The event is associated with a previously identified non-conformance where the inspection process potentially allowed devices with an oversized attachment diameter to escape to the field. It was confirmed that this device is within scope of the non-conformance.

Event description:
Spherical reamers from tsa reunion glenoid tray do not stay on angled reamer shaft when trying to ream. They keep falling off. Had backup reamer. No adverse consequences.